Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 479mg/dl and a 1.6 mmol/l ketone level considered to be dangerous. The customer contacted their healthcare provider who advised the customer to perform a supply change. After performing a supply change, the customer's high bg level and ketone level was resolved.